Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "undisplaced intraoperative fracture presenting as early dislocation with tapered wedge stems in total hip arthroplasty - case series and review of literature" written by a v gurava reddy, krishna kiran eachempati, aakash mugalur, a suchinder, v b n prasad rao, and nalanda kamurukuru published by journal of orthopaedic case reports 2017 may-jun: 7(3):31-34 doi:2250-0685.792 was reviewed for MDR reportability. The article reports on two cases with one identified with depuy products. Case report is a (B)(6) female with bilateral uncemented ceramic on poly thr (pinnacle acetabular components and corail femoral components). On 14th post operative day upon clinical examination, the hips were lax with exaggerated range of motion. Radiographs revealed bilateral hip dislocations and a periprosthetic fracture in the left femur. Thee was no history of trauma on enquiry. Closed reduction under anesthesia was attempted unsuccessfully on the right side so it was planned for bilateral open reduction. The left side prosthesis was extracted and replaced with non depuy product along with cerclage wiring. Upon examination of right side, it was discovered a undisplaced proximal femoral fracture similar to left. The stem was revised with a non depuy product along with cerclage wiring. The article attributes the dislocations as a result of the periprosthetic fractures. The article does not provide further information regarding unidentified femoral head nor does it clarify if acetabular components were left in situ or replaced. The article only refers to uncemented stem as root cause of adverse events along with patient's diagnosis of osteopenia.